Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the infusion was not dripping while connected to the patient's IV angiocath. Upon further inspection, a bulge in the silicone segment was found. There was no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed that the silicone segment tubing had a bulge, discoloration, and was weakened 4 inches below the upper fitment. Clear liquid was observed inside the set¿s tubing and drip chamber. No other anomalies were observed on the set. Functional testing was performed and the set flowed freely and ran with no issues observed. Pressure testing resulted in no bulging/ballooning in the silicone segment. A small amount of air bubbles were observed in the silicone segment tubing when the device door was opened after infusion was completed. The root cause of the customer¿s report of ballooning silicone segment was not identified.